Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that on 10 september 2023 at 2110, the side of the pump module appeared to be smoking. The staff noticed "a smoking smell coming from the patient's room," went in and found smoke coming from the side of the channel. 0.9% sodium chloride was infusing at the time of the event. They unplugged the device and stopped using it. It was also reported that "the tubing was brown and melted." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2023 at 2110, the side of the pump module appeared to be smoking. The staff noticed "a smoking smell coming from the patient's room," went in and found smoke coming from the side of the channel. 0.9% sodium chloride was infusing at the time of the event. They unplugged the device and stopped using it. It was also reported that "the tubing was brown and melted." There was patient involvement but no harm.